Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation and was inflated four times at nominal pressure for 1 minute each. However, during the fifth inflation at nominal atmosphere for a minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.